Manufacturer narrative:
Alleged failure: the rotating tube in the outer tube of the barrel burs is broken off during work . The failure identified in the investigation is consistent with the complaint record. The probable root cause/s could be the user applied an excessive force, continued use of pressure such as bending or prying may cause to shaft to bend and break. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device broke during procedure. No pieces fell into the joint space and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during procedure. No pieces fell into the joint space and the procedure was completed successfully.